Event description:
Reporter indicated a vns (B)(4) computer with 8.1 software was freezing during interrogation over the past several weeks. Performing a hard reset resolved the screen freeze. The vns computer, flashcard, and programming wand were returned for analysis. No anomalies were noted with any of the components, and all devices performed per specifications.